Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the keypad cover was intact, but the up and down arrow buttons had an intermittent response. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, the display was dim, faded and discolored. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.